Event description:
A distributor in (B)(4) reported that there was a problem with an mr290v autofeed humidification chamber float. It was reported that water from the chamber entered the breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage and was tested for functionality. Results: the mr290 chamber consists of a dual float mechanism utilizing independent floats to control the amount of water flowing into the chamber. The chamber base was dented and crazed to the right of the hinge bracket which holds the floats in place. When the chamber was connected to a water bag, the chamber overfilled, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 090303. Conclusion: the damage to the chamber base is consistent with chambers that have been dropped prior to use. Impact damage can lead to misalignment and jamming of the floats, allowing the chamber to overfill with water. The product user instructions state the following: do not use the chamber if the water level rises above the maximum water level line." "Do not use the chamber if the seals are not intact when received, or if it has been dropped." The float mechanism of every mr290 chamber is performance tested prior to distribution and those that fail are rejected. (B)(4).